Event description:
It was reported that the implantable cardioverter defibrillator (ICD) lasted less than four years and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk on (B)(6) 2013 device rrt less than or equal to 2.6251 volt. The device was subsequently returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 94% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant therapy: 5076 implantable pacing lead (B)(6) 2006, 5076 implantable pacing lead (B)(6) 2010; 4193 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.